Event description:
It was reported that the customer received two intermittent catheters without gel or water gel inside the package. It was also stated that the catheters were dry and both were from the same box. Customer confirmed that there was no harm or impact due to the reported failure. The event occurred on (B)(6) 2022. As per follow up via phone on 24jun2022, customer stated that the catheter was never used, the problem was that there was no water in it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed-manufacturing related. The product was not used for patient treatment or diagnosis. The product was influenced by the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labelling review is not required as labelling would not have prevented the reported event. The actual/suspected device was inspected

Event description:
It was reported that the customer received two intermittent catheters without gel or water gel inside the package. Stated that the catheters were dry and both were from the same box. Customer confirmed that there was no harm or impact due to the reported failure. The event occurred on 07jun2022 and 12jun2022. Per follow up via email on 24jun2022, customer stated that the catheter was never used, the problem was that there was no water in it.